Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a nitroglycerin set with duo-vent spike leaked. During a docetaxel infusion, the leak was observed "coming from the chamber of the tubing; slow drips noted." The infusion was stopped and the changed out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
F2: the user facility submitted medwatch (B)(4) for this event. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.